Event description:
The following information was provided: it was reported through the filing of a lawsuit that allegedly the patient¿s rejuvenate modular left hip implanted on or about on (B)(6) 2010 was revised on (B)(6) 2011 and an antibiotic spacer placed. Subsequently the patient underwent removal of the left hip antibiotic spacer on (B)(6) 2012. It is further alleged that the plaintiff suffered injuries as a result of implantation and explantation of the device(s) at issue.